Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16930. It was reported the patient experienced ineffective therapy. Diagnostics confirmed lead contacts 1-4 is showing high impedances and that the system was auto reducing. It is unknown which lead is liable for the issue so both leads are reported in both the reports. Surgical intervention may occur later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating surgical intervention took place wherein one lead was explanted and replaced to address the issue.